Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Initial reporter- zip code: (B)(6). (B)(4). Device photo analysis: visual analysis of the photographs identified; an opening, brown particles on the shell, and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.